Event description:
Philips received a complaint by the customer on the v60 indicating that the unit intermittently was experiencing a black screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and also confirmed the reported issue. The fse replaced the ui pcba and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).